Manufacturer narrative:
Report source: (B)(6). Reported event was confirmed by review of the provided photo. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. As no product was returned with this complaint, only that the reamer head detached from the shaft could be confirmed. The picture that was provided showed what appeared to be the reamer tip separated from the reamer shaft. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was confirmed. Failure mode was that of instrument disassembled. Inspection of the device confirmed that the instrument had disassembled. Also noted there were scratches on the connection end and shaft indicative of use. This product has possibly been in the field for approximately 2 years. Dimensions taken on the returned product are conforming to print specifications. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined and the product was likely conforming when it left zimmer biomet control. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a trauma procedure, the reamer dismantled and was unable to be used. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.